Manufacturer narrative:
Occupation: other non-healthcare professional: agent. PMA/510k # k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to placement of a cook bakri postpartum balloon with rapid instillation components the operator tested the device and found a leak through a pinhole after the balloon had been inflated with 30 ml of an unknown substance. Another same device was then placed after being tested. It was reported, the patient lost 800 ml of blood during postpartum hemorrhage due to uterine weakness prior to the second balloon being placed. Additional information has been requested and a follow-up report will be submitted when/if that information is received.

Event description:
No new patient or event information since the last report was submitted on 21oct2019.

Manufacturer narrative:
H6: ec method code desc - 5: trend analysis (4110). Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination confirmed the catheter was returned in unused condition, and the stopcock was attached to the inflation line. Functional testing was performed on the opened device by inflating the balloon with tap water. Leaks were confirmed near the distal end of the balloon. Under magnification, grasper marks were observed on the balloon material. A grasper or similar instrument punctured through the balloon causing it to leak in three locations. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "avoid excessive force when inserting the balloon into the uterus." Cook has concluded unintended user error contributed to this incident. Most probable cause balloon damaged in a clinical setting. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.